Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to oversensed noise on the right ventricular (rv) lead. A lead warning triggered for high pacing impedance and there were also short interval counts (sic). A pace/sense fracture was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.